Event description:
It was reported that the site was unable to establish communication with a pt's generator. It was not able to be confirmed if the programming system was capable of communicating with other pt generators at the time. There was also not enough information, which to estimate the battery life remaining in the pt's generator that could not be interrogated. Based on this the cause for the failure to program cannot currently be identified. Attempts for further information regarding the issue, and to have the programming system returned, if warranted, have been unsuccessful to date.